Event description:
It was reported that during a da vinci s surgical procedure, a mega suturecut needle driver instrument had a snagged wire but was not separated. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additional observations not reported was an indentation on the blade about midway to the instrument's tip. Failure analysis concluded the mechanical indentation was likely due to mishandling / misuse. Indentations at the edge of the distal pulley and visible scratches on the surface of the pulley were also noted. Failure analysis concluded the indentations were likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.